Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse tested the fiber optic module and failed diagnostic test, waveform was clipping and not displaying trapezoidal waveform as per specifications. The fse replaced the fiber optic module and tested in diagnostics. The iabp passed all tests to specifications and corrected failure. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed only the diastolic numbers and not the systolic numbers for the patient's blood pressure. The end user observed that the diastolic waveform clipped at bottom. The customer was using a sensation balloon. The iabp was replaced with another to continue therapy. The event occurred during use on a patient. There was no patient injury or adverse event reported.